Manufacturer narrative:
It was previously reported that the correct manufacturer site ID number was (B)(4). However, it was determined the correct manufacturer site ID is : (B)(4). Catheter model # unknown, serial # unknown, implanted on: unknown, explanted on: unknown.

Manufacturer narrative:
This report was previously filed under manufacturer report #: 3007566237-2011-09234. The correct manufacturer ID site is : 3004209178.

Event description:
It was reported they were not able to aspirate the catheter. The pump had been empty for 6 weeks and was "close to end of life". The patient was scheduled for surgery; the plan was for the patient to replace the catheter and pump. Additional information has been requested but was not available at the time of this report.